Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (INS) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient has Alzheimer's and was having trouble with the INS. They stated that the patient felt like it was stabbing them, and every so often the patient would yell out that a fork was poking them. They were told by a doctor that the INS battery could still be functioning, but they did not have any external devices to confirm that. The patient no longer had a doctor who managed their INS. The agent reviewed possible End of Service (EOS) and INS battery longevity. The agent emailed the manufacturer representative (rep) to further address the issue. 2026-Jul-21 e1 (rep): No new information. 2026-Jul-23 e2 (rep): No new information. 2026-Jul-27 e3 (rep): No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.